Event description:
It was reported the pt is experiencing discomfort at the ipg site due to the ipg migrating and being superficial after loosing a significant amount of weight. Surgical intervention will take place to address the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.